Manufacturer narrative:
Section a2, a4 and a5: date of birth, age, weight, ethnicity and race: unknown/ not provided. Section d6a: na as the lens was removed/replaced during the same procedure. Section d6b: na as the lens was removed/replaced during the same procedure. Section e1: last name and email address: unknown/ not provided. Section e1: telephone number: (B)(6). Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint history for production order for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted

Event description:
It was reported that the lens haptic was kinked permanently. Upon implantation of non-preloaded monofocal intraocular lens (iol) into the patient's eye. The patient was temporarily impaired. The lens was fully inserted and removed during the same procedure. T here was sutures, incision enlargement and medications being prescribed to the patient. There was delay in treatment of 1 hour and no other interventions performed. Directions for use were followed. No further information was provided.